Event description:
It was reported that, during implant testing, the shock impedance was low at 18 ohms. The 70j conversion test was successful and the system placement looked good. Technical services suspects it could be due to the cirrus fluid. The system was successfully implanted. There were no adverse patient effects.